Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the right foot brake caster was not holding most likely from normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced right foot brake caster with bearing and all 4 caster supports to resolve the issue. Based on this information, no further action is required.